Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 529 mg/dl. The customer stated that he was trying to set his bolus and the numbers kept going without any input. He stated that he changed the battery, and the date just remained stuck on the screen. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.